Manufacturer narrative:
Review of the demipulse design history file (firmware and software detailed design) and design master record was performed. Bias in the parameter, used in the longevity calculation, loaded into the generator was identified. The root cause for the bias in the parameter used in the longevity calculation of the generator was due to an implementation problem of the longevity equation revision used to assign the value of this parameter in the mfg test system that initializes the value of diagonconsumedm in the generator.

Event description:
It was reported to the MFR that the vns pt's device showed 1.3 yrs till end of service when interrogated in (B)(6) 2009. Six months later, the pt's device showed 4 months till end of service when interrogated in (B)(6) 2010. No device settings changes were made during this period. The reduction in eos projection time does not correspond to progression in calendar months. Therefore, an overuse in battery life is suspected by the medical professional. Good faith attempts to obtain additional info regarding the reported event are underway. The pt has been scheduled for generator replacement surgery. Review of this generator's as received source code revealed that an incorrect diagonconsumedm value, 3966, was stored within the generator. The correct diagonconsumedm value for a frequency of 30 hz and pulse width of 500 microseconds is 2984. The parameter diagonconsumedm is used by the demipulse generator and the handheld programmer to estimate device longevity. A design change in the equation used to assign the value of this parameter was not implemented in the mfg test system software that initializes the value of diagonconsumedm in the generator. The root cause leading to this implementation problem relates to design change control in that the incorrect assessment that a programming event executed later in the mfg process would correct the value of diagonconsumedm in the generator. This was corrected for existing inventory through rework which permanently revised the mfg test station software to use the correct parameters. The root cause of the bias in diagonconsumedm is that a design change was made to the equation that calculates a parameter (diagonconsumedm) in the longevity calculation; a corresponding change was not implemented in the mfg test system software. The malfunction event for the programming software is reported via MDR #1644487-2010-01563.